Event description:
During a coronary artery bypass, the cardioplegia spike was placed into the aorta by the m.d. When the cardoplegia solution was being flushed through and the line was tested, it was noticed that the connection of the spike was cracked and leaking.